Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the ostial left anterior descending (lad) artery. After the physician pre dilated the lesion with a 2.5 x12 emerge balloon catheter, a 16mm x 3.50mm ion stent delivery system was advanced but failed to cross the lesion. Upon removal of the device, the physician felt resistance and noticed the stent had been stripped from the balloon. The stent was located partially in the left main and guide catheter. A 3.0 x 8 emerge balloon was inserted into the stent and expanded in the guide. The entire system was then removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the ostial left anterior descending (lad) artery. After the physician pre dilated the lesion with a 2.5 x12 emerge balloon catheter, a 16mm x 3.50mm ion stent delivery system was advanced but failed to cross the lesion. Upon removal of the device, the physician felt resistance and noticed the stent had been stripped from the balloon. The stent was located partially in the left main and guide catheter. A 3.0 x 8 emerge balloon was inserted into the stent and expanded in the guide. The entire system was then removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. An examination of the returned device identified that the stent had detached from the balloon catheter and was not returned for analysis. The balloon was folded with stent crimp marks clearly visible. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).